Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: stress problem was identified however cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video scope exhibited damaged fiber bonding in the outer tube area (distal end), and the light guide bundle of the video cable section was broken and therefore the light transmission is lost or too low. There was no patient involvement.